Event description:
Clinic notes were received indicating that the vns patient had many large and small generalized tonic-clonic (gtc) seizures on (B)(6) 2012 and a countless number of gtc seizures in (B)(6) 2012. The patient was hospitalized (B)(6) 2012. The patient previously had mostly small seizures. The patient had two big gtc seizures and four small gtc seizures in (B)(6) 2012. The seizures were attributed to the patient¿s noncompliance with medication. However, in (B)(6) 2012, the patient had five gtc seizures with one big seizure that occurred on (B)(6) 2012. In (B)(6) 2012, the patient was experiencing five lip tingling seizures and 3-4 jerking episodes daily. The patient had another gtc seizure on (B)(6) 2012. The patient continued to experience 3-4 jerking episodes daily in (B)(6) 2012. The patient typically had 1-2 seizures per month; these were typically attributed to external factors (not vns related). Attempts for additional relevant information have been unsuccessful to date.